Event description:
It was reported that the right ventricular lead showed fluctuating impedances. It was further reported that the lead impedances are spiking out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was a possible fracture.

Event description:
It was reported that the right ventricular lead showed fluctuating impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly hv-lead impedance trend data show various spike increases for max defib and max svcdefib impedance = 61 to 162 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2012. Weekly hv-lead impedance trend data show various spike increases for max defib and max svcdefib impedance = 61 to 162 ohms peak between (B)(4)-2012.

Manufacturer narrative:
(B)(4).